Event description:
The customer reported via phone call that she had high blood glucose but not hospitalized. Customer's blood glucose was 500 mg/dl. The customer was treated for high blood glucose with manual injection. The customer was assisted to troubleshooting. Customer was advised to change entire set, reservoir, and insulin and treat. The customer was advised that we will replace bent cannula infusion set.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.